Event description:
The pt underwent stent placement. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Hemostasis was not achieved. Manual compression was unssuccessful. The pt was taken for surgical closure of the arteriotomy. The surgeon noted that the pvs suture was present in the area of the arteriotomy, but the arteriotomy was not closed. The subject device was not returned to the MFR and was not available for evaluation. Attempts to obtain add'l info were not successful. The available info does not reasonably suggest that the device malfunctioned in any way. The size of the arteriotomy given by the user facility report does not suggest enlargement beyond the initial puncture. The presence of suture near the arteriotomy without closure suggests that either the device was not properly in place during needle deployment or the knot was not completely advanced to the arterial wall.